Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had 2 leads (from the same lot) implanted as part of her occipital system. It was reported the pt was involved in a motor vehicle accident and since that time, she has experienced discomfort and a painful burning sensation at the left lead site when stimulation is increased. Impedance readings were within normal limits. X-rays are to be taken as the next course of action.